Event description:
Patient has complained about too much pain in the shoulder. Surgeon used four anchors and 1 of them or at least a piece of the anchor is into the patient's bone, it was too hard to take it off. The malfunction is referred during the insertion of the anchor; some of the anchors break during this process and the handle bend so it was too hard to place the anchor in position.

Manufacturer narrative:
(B)(4).